Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to program basal rates and performs the unexpected restart error, occlusion, prime and excessive no delivery test due to motor error alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 298mg/dl. The customer received motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.